Event description:
It was reported the lead was removed due to erosion. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation breached; full lead returned and analyzed.